Event description:
Boston scientific received information that this patient is wearing an automatic balance monitor and it indicated a change in parameter. The patient was checked as a result and it was noted that the left ventricular (lv) lead had become dislodged and lost capture. A lead revision is scheduled. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information became available that this lead was explanted as a result of the dislodgement and successfully replaced.